Event description:
Legal counsel for the patient reported that patient underwent bilateral total hip arthroplasty on (B)(6) 2010. Subsequently, patient's left hip was revised on (B)(6) 2012 due to patient alleged pain and elevated metal ions. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6)2010 was due to acetabular cup loosening. The operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records and to report blood test results, which was unknown at the time of the initial medwatch. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01813 / 01815).

Event description:
Legal counsel for the patient reported that patient underwent bilateral total hip arthroplasty on (B)(6) 2010. Subsequently, patient's left hip was revised on (B)(6) 2012 due to patient alleged pain and elevated metal ions. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01813/01816).